Manufacturer narrative:
Batch review performed on 13 nov 2025. Lot 2411408: (B)(4) items manufactured and released on 05-jul-2024. Expiration date: 2029-jun-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At11 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (from 10 11 mm) to give the patient more stability. The surgery was completed successfully.